Event description:
It was reported that during a unk procedure, the device was "defective". There was no pt consequence and no further info is available.

Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: one device was returned in good visual condition and loaded with a 1/8 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, five firing trigger teeth were noted to be damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism wll break the device. Caution: the firing stroke must be completed. Do not partially fire the device." Cartridge batch c5de0k. Add'l lot# is c4df0f